Manufacturer narrative:
Reported event of generator displays error message. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the system fault light was on indicating that the ground pad was not working properly. A non-bsc generator was used and the ground pad gave a green light so the procedure was completed using this non-bsc generator. There were no patient complications and the condition of the patient after the procedure was reported to be ¿unaffected.¿